Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were still getting a low battery alert and power error detected alarm every day or every other day. They had previously called to report the issues and troubleshooting had already been performed. They restarted the insulin pump¿s internal battery several times. The customer¿s blood glucose level was 14 mmol/l. The device will be returned for analysis.